Manufacturer narrative:
The controller, (B)(4), was not returned for evaluation as it was disposed by the site. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. Review of inventory control records confirm that the unit was not returned for analysis. A review of the available log files confirmed that the real time clock (rtc) was reset, possibly due to the controller not being in use for an extended period of time. The most likely root cause of the reported event can be attributed to the controller not being powered up for an extended period of time. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that during routine clinic visit, log file review revealed a reset date/time of the controller. Though the manufacturer engineer suggested an analysis to update the date/time for accuracy of event time log files, the patient was sent home with the same controller. He returned three weeks later and the controller date/time still showed that it was reset. After consulting with clinical engineering, it was deemed that the controller's real-time clock (rtc) battery was depleted. An elective controller exchange was subsequently performed with no consequence or impact to the patient. No further information has been provided.